Event description:
It was reported that an unspecified number of an unspecified bd alaris tubing set experienced leakage. The following information was provided b the initial reporter: we are running into issues where the fentanyl bags are not compatible with our bd alaris tubing? The tubing spike is loose and leaking, and in some cases falling out entirely and the fentanyl is dripping on the floors. The nurses have been reeducated in proper spiking techniques, but the problem continues to be persisting.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6. Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that an unspecified number of an unspecified bd alaris tubing set experienced leakage. The following information was provided b the initial reporter: we are running into issues where the fentanyl bags are not compatible with our bd alaris tubing? The tubing spike is loose and leaking, and in some cases falling out entirely and the fentanyl is dripping on the floors. The nurses have been reeducated in proper spiking techniques, but the problem continues to be persisting.